Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl (value not provided) with a ketone level identified as dangerous (diabetic ketoacidosis). Cause of elevated bg was unknown. The customer went to the emergency room (ER) where unspecified treatment, along with instructions to remove infusion set was administered to address elevated bg. The customer left the ER a few hours later in stable condition (bg 200 mg/dl). Reportedly, the customer reverted to manual injections for alternate insulin therapy.